Event description:
Boston scientific received information that over a year ago the right ventricular (rv) lead impedances were 87 ohms the day before their routine change out procedure for their device. One day later the shock lead impedances were greater than 125 ohms when connected to this new device. The physician disconnected and reconnected the lead and the impedances were ranging from 107 ohms to 110 ohms. The physician had no complaints against the lead and device but was concerned about managing the patient if the measurements were to increase over 125 ohms again. The patient plans to follow up with the patient in about a month to re-evaluate the measurements. A recent internal review of the event by boston scientific engineers noted that the high impedance levels may have been due to a device issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.